Event description:
The tip of the v-18 control wire (boston scientific ref:46860, lot:34522445 exp: [redacted date] broke off inside the patient while being utilized in an angiographic procedure. After a two-and-a-half-hour struggle, the remaining wire was removed. The wire and packaging were sequestered, and a defective device form was filled out.